Event description:
It was reported that the patient had a suspected infection. Symptoms of redness and fever were noted. It was unknown if the infection was device related and the physician did not suspect anything from the recent procedure that would have contributed to the infection. It was also reported that the patients lead had migrated. The patient was prescribed antibiotics and underwent a full system explant procedure. The explanted devices will not be returned as they were kept by the medical facility. Additional information was received that the location of the infection was at the incision site.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 19402479.

Event description:
It was reported that the patient had a suspected infection. Symptoms of redness and fever were noted. It was unknown if the infection was device related and the physician did not suspect anything from the recent procedure that would have contributed to the infection. It was also reported that the patients lead had migrated. The patient was prescribed antibiotics and underwent a full system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.